Manufacturer narrative:
A customer from the united states alleged false positive flu b results for 2 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. An investigation is ongoing to evaluate the customer issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged false positive flu b results for 2 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The initial results were released and no harm was alleged. Per FDA guidance, 2 mdrs will be filed. Sample 1 generated a flu b positive result but was negative when retested on a different instrument. Sample 2 likewise yielded a flu b positive result but there is no information on repeat testing of the sample. An investigation is still ongoing to evaluate the customer issue at this time.

Manufacturer narrative:
An investigation was performed and no product problem was identified. Though requested, no data or kit batch information was provided. Based on the information and data provided and the investigation performed, there is no indication the product is not functioning as intended. (B)(4).